Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm,intraperitoneal, every 5th day, discontinued), fortum injection (1gm, intraperitoneal, once a day. Discontinued) and meropenem injection (500mg, intraperitoneal, once a day, discontinued) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Seven days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis therapy. No additional information was available at the time of this report.

Manufacturer narrative:
Upon follow-up, it was reported that on unknown date, the patient was discharged from the hospital. At the time of this report, the patient has not recovered from the event.. Should additional relevant information become available, a supplemental report will be submitted.